Event description:
It was reported that there was a presumption that three (3) "ambient hipvac 50° ifs wands" were part of faulty lots. As a result, the first two wands were tested on the same control unit that has been previously involved in an already reported hip surgery, and showed an ¿e6 error¿. In consequence, the third wand was tested on a different control unit and it worked. The incident occurred during inspection of these three (3) wands. Therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. The device showed minimal erosion of electrodes and contamination around the tip. The wand was connected to a known good controller, which revealed an e7 error. The device was then plugged into the known good controller using a bypass box, which revealed that the device performed as intended. Suction performed as intended. The complaint was not verified as the device exhibited an e-7 error. The root cause could not be determined with certainty. Factors, which may have contributed to the reported complaint include: (1) previous use (2) disconnecting the wand from the controller after power has been turned on. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.